Manufacturer narrative:
Manufacturers ref#: (B)(4). G5) similar to device under PMA/510(k): k171712. Summary of investigational findings: the investigation is based on the event description and an image review. It was reported that during the first retrieval attempt the filter hook was easily caught, but the filter could not be collapsed. The procedure was abandoned, since the patient was in pain. Four jpeg images were submitted for review. First image is a screen shot from a venogram obtained from a jugular approach with the retrieval sheath positioned just cranial to the ivc filter. Contrast is seen refluxing down to the level of the ivc filter feet towards the left aspect of the ivc. The hook of the ivc filter appears centered within the ivc on this projection and terminates at the midportion of the renal vein inflow. The maximal distance between the primary filter feet measures 16.7 mm. There is 0° of tilt relative to the center line of the ivc on this image. All 4 primary filter legs are clearly identified. The resolution is such that all of the secondary filter legs cannot be clearly delineated but are presumably present. On this image there does not appear to be any penetration, however, the contrast does not extend down along the right lateral wall of the ivc to evaluate this foot. There are no filling defects within the ivc filter to suggest thrombus. The second image is an additional venogram this time obtained with the retrieval sheath located caudal to the ivc filter. This again demonstrates 0° of tilt of the ivc filter. Contrast is seen extending along the right lateral wall of the ivc and the right lateral most primary filter foot extends just over 3 mm outside of the column of contrast indicating penetration. Contrast is not flowing along the left lateral wall of the ivc to evaluate for penetration on this side, but on the previous image there did not appear to be any penetration. The next image demonstrates the hook of the ivc filter captured within the gunther tulip retrieval set snare and retracted into both the radiopaque sheath and radiopaque retrieval catheter. The radiopaque sheath appears advanced to the level of the ivc filter feet while the retrieval catheter stops approximately 7 mm proximal to the feet. The feet are clustered together at the opening of the radiopaque sheath, but do not clearly extend into the sheath. The configuration of the ivc filter is otherwise unremarkable. Final submitted venogram, presumably following the attempted retrieval demonstrates the celect platinum ivc filter centered within the ivc. The degree of penetration involving the right lateral foot appears less on this exam as the filter foot does not extend as far out of the contrast as it did on previous exam. The orientation of the primary and secondary legs all appear within normal limits. The hook of the ivc filter does terminate slightly more cranial relative to the inflow of the renal veins compared to the initial image. The ivc does appear slightly more narrowed when compared to the initial images now measuring 10.7 mm just caudal to the inflow of the renal veins, while previously this area measured ~17mm. There is questionable filling defect in the cone of the ivc filter which may represent a small thrombus but is difficult to confirm on this single image. There are no comments about the steps and the actual retrieval of the ivc filter to determine if any additional steps were attempted, but it does not appear that there were. It is not uncommon to have to use more advanced techniques for retrieval if there is penetration or endothelialization of the ivc filter feet. There are multiple described techniques using endobronchial forceps, ICD retrieval devices and lasers to free up the ivc filter feet from the wall of the ivc, none of which were discussed in this complaint. The presence of penetration likely contributed to the difficulty in retrieving the ivc filter, but the cause of penetration, at this point, is indeterminate. However, the filter is intended for the prevention of recurrent pulmonary embolism via placement in the vena cava if anticoagulant therapy is contraindicated or has failed. The image submitted following attempted retrieval does demonstrate mild stenosis of the ivc at the level of the filter neck. This does not appear to be flow limiting and is directly related to the retrieval attempt with collapse of the ivc during attempted retraction of the filter into the sheath. This will likely improve over time, however, as the ivc filter is no longer clinically indicated, re-attempted retrieval by a facility more comfortable with advanced retrieval techniques is recommended. It is noted that the filter was placed during pregnancy due to dvt, but according to the instructions for use the celect-pt filter is intended for the prevention of recurrent pulmonary embolism, if anticoagulant therapy is contraindicated or has failed. As to pregnancy the potential effects of phthalates on pregnant/nursing women or children have not been fully characterized and there may be concern for reproductive and developmental effects. It was determined that because any discovered non-conformances were properly dispositioned before qc release, there is objective evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: filter implanted during pregnancy ((B)(6) 2018). Pt lost to follow up after delivery and 1st attempt at retrieval was made (B)(6) 2019. Position of filter looked to be good. Hook was easily caught (they could snare down over it), but they could not get the fixation legs removed from the ivc (fixation feet would not close into the snare). Patient was in pain during this attempt and retrieval was abandoned. Patient outcome: a section of the device remained inside the patient¿s body. Patient will need a repeat attempt to retrieve the filter. Patient experienced severe pain and trauma.